Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation, cardiac tamponade and hypertension. The right atrial (ra) lead exhibited possible loss of capture and undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.